Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have hormone level abnormal ("she had a hysterectomy and ovaries as well her hormones may be off") and experienced loss of libido ("it may be that she does not have sex often"). Essure was removed. At the time of the report, the medical device removal, hormone level abnormal and loss of libido outcome was unknown. The reporter considered hormone level abnormal, loss of libido and medical device removal to be related to essure. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.